Event description:
It was reported to philips that the device had battery connection prongs issues, primarily on the b side. There was no patient involvement.

Manufacturer narrative:
H3 other text : customer requested remote service.

Event description:
It was reported to philips that the device had battery connection prongs issues, primarily on the b side. The customer requested assistance from an authorized remote service engineer. Based on the reported issue, it was advised that the battery pca would need to be replaced to resolve the noted damage. Based on the conclusion of the investigation, it was determined that this was a malfunction of the battery pca. As advised, a replacement battery pca was ordered to resolve the noted issue. The device remains at the customer site. No further investigation or action is warranted.